Manufacturer narrative:
It was notated that this is a patient with history of an 8 incision rk (refractive keratotomy) procedure. The surgeon completed the case without incident, and no further course of action was required.

Event description:
On 11/12/2024, (al23022-c21u) doctor reported to cas that they experienced an anterior capsular tear on procedure ID #(B)(4).